Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket following an implant procedure. The patient also reported fluid build-up near the lead incision. As a consequence, the nevro system was removed. There have been no further reports of complications.